Manufacturer narrative:
The device was not returned and the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis "on a number of occasions" . The patient was not hospitalized for the events. The patient was treated with unspecified antibiotics for the events. The cause of the events, patient outcomes and action taken with pd therapy were not reported. No additional information is available.